Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063048 was performed. The search showed that a total of 34,583 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2420-0500 ; batch #: 20063048. It was reported when priming the new tpn tubing, the tubing became disconnected/broke at the distal y site.